Event description:
It was reported the pt was not receiving effective stimulation. X-rays and lead diagnostics identified the scs lead was fractured and had also migrated which caused a change in stimulation location. F/u identified the pt¿s scs lead was replaced. During intra-operative programming the pt received effective stimulation. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.